Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that a pt's precision system was explanted due to an infection. The infection started at the pocket site and moved up the leads. The pt experienced swelling, redness, fever, and chills. Fluid was drained from the infection site, and the pt was prescribed oral antibiotics. The pt is reportedly doing well following the explant procedure.